Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a derailed pitch cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver instrument noticed a broken wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not easy to open. The left/right and up/down motion of the wrist were hard to control. Cables were exposed at the distal end. No fragments fell inside the patient. The hand washing nurse checked prior to use and found nothing wrong. Instrument did not collide with another instrument during procedure. It must have been damaged on (B)(6). Due to the retrieval after disinfection, the time given to csr by the nurse was delayed.